Event description:
It was reported that the cable connector on the front of the motor drive unit has broken. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.